Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic diagnostic laparatomy, the pouch burst at the bottom. Opened another device to complete case. There was no pt consequences.